Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Valve is no longer adjustable. No more flow.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The valve was returned for evaluation. The valve was visually inspected: biological debris was found in the valve mechanism and the housing. The valve was tested for programming and failed the test. The valve was flushed; the valve passed the test, no occlusion was noted. No leaks were noted. The valve was reflux tested and failed the test. The catheters were irrigated, no occlusion or leakage noted. The valve was dismantled and was examined under microscope at appropriate magnification: stator was dislodged from the base plate. A crack and a bump mark were noted in the valve casing. This is likely due to the valve receiving a hard knock. Corrosion was also noted on the stator. The cam magnets were controlled and passed testing. Review of the device history records for the valve found the device conformed to specification when released to stock. The stator dislodgement of chpv has been previously investigated. The investigation concluded that several factors may contribute to the stator dislodgement. Trauma to the valve, whether it occurs while implanted or at explant, was the root cause of stator dislodgement. Galvanic corrosion could not be established as a direct root cause for those valves investigated, however it was found to be a contributing factor when trauma to the valve was found. Corrosion, when it arises, only arises after long term exposure to csf. This issue will continue to be monitored through monthly complaint trending and the post market surveillance process. At present, we consider this complaint to be closed.